Manufacturer narrative:
The following devices were also listed in this report: unknown femoral head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Right hip. Patient had prior dislocations with closed reductions performed. I&d with poly swap was being performed and the mdm/ adm poly insert was found separated from both the mdm metal liner and the femoral head. Insert was revised. Rep confirmed that no further information will be released by the hospital or surgeon.